Event description:
Info received indicates lowering the knee the head section will also lower.

Manufacturer narrative:
The biomed found when he moved the siderail wiring harness the unintentional movement would occur. The tech replaced the right siderail to repair the bed.